Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The device operates within normal limits during investigation and the found mechanical damages are attributable to the removal surgery. Based on the limited information from the field, the device was explanted because a progressive migration of the active electrode array out of cochlea occurred, although the exact number of extra-cochlear channels could not be retrieved. Additionally, a complete insertion could not be achieved during implantation surgery i.e. The implant registration card states that four channels were left out of cochlea. This is a final report.

Event description:
The device was explanted because of a progressive hearing loss. Reportedly, over time the electrode migrated further out of the cochlea. Additionally, an incomplete insertion of the electrode array was achieved at implantation surgery; as per the implant registration card, 4 channels were left extra-cochlear. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A notification was received through registration that the patient was re-implanted. This was confirmed by the clinical engineer. According to the field the device was explanted due to a progressive hearing loss because of an incomplete insertion. As per the implant registration card, a full insertion of the original device was not achieved 4 channels were left extra-cochlear. Subsequently, the electrode migrated out of the cochlea over time. The user was re-implanted.